Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection could not be conducted. If a sample is returned at a later date, the investigation will be reopened, and the sample evaluated. Follow up attempts were made to obtain the sample from the customer. A review of the reported pak's bill of materials (bom) shows the suspect product is chang cannula. A review of the systems, applications & products in data processing sap where-used parts list shows all (45 each) chang cannulas were built into this finished goods lot. A review of the deviation history report shows this lot did not have a temporary deviation applied on chang cannula. The supplier's investigation of the chang cannula revealed the root cause to be an error derived from the electropolishing process. The residue was remnants from the electropolishing process. Their product qualification indicated that trace levels of electropolishing solution were present within the final product. The supplier has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. To address root causes, the following action was taken: inspected all on hand inventory for any residuals as identified within the complaint and resulted in no product was identified with white residuals on the tip. Updated/established the frequency of replacing the electropolishing solution in the electropolishing process based on the manufacturers' recommendation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that chang cannulas were plugged during calibration for cataract surgery with intraocular lens implantation. There was no information about patient harm.